Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy; according to the reporter: no effect on patient's recovery. Surgeon has used this device on a couple of occasions and has found the flip converter not remaining clicked down during insertion of laparoscopic instruments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on review of the information provided by the account, this event has been determined to be a non-reportable incident. The file has been updated from a malfunction to a complaint.

Event description:
According to the reporter: reducing (white ring) not clipping onto the trocar.